Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. A correction to b5 was made and should be: the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged that after cleaning the device he gets the running eye, noticed mold like pieces in the tubing, lightheaded and other thermal issue. There was no report of patient harm or injury after the first/second attempt to have the device and components returned for evaluation, the customer stated that the they had received the replacement device. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.